Event description:
It was reported that an external pulse generator was constantly firing with rate down to 30 beats per minute. The output current couldn't be adjusted. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the interconnect flex and main printed circuit board (pcb) were out of electrical specification. It was also noted that the lower case was broken, the ring cover was contaminated and the serial number label was damaged. Further analysis was performed on the main pcb and interconnect flex. However this analysis could not confirm the failures seen during service and repair of the device, no defect found.

Event description:
It was reported that an external pulse generator was constantly firing with rate down to 30 beats per minute. The output current couldn't be adjusted. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.